Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date since event date not provided.

Event description:
It was reported that balloon deflation failure occurred. A 12.0 x60, 75cm charger balloon catheter was selected for use. However, it was noted that the balloon would not deflate. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon deflation failure occurred. A 12.0 x60, 75cm charger balloon catheter was selected for use. However, it was noted that the balloon would not deflate. There were no patient complications nor injuries reported.

Manufacturer narrative:
B3 date of event: used the 1st day of the month of the bsc aware date since event date not provided. Device evaluated by MFR: charger device 12x60x75 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 12 atmospheres using inflation media glycerol/water and no leaks were noted. A vacuum was then applied, and the balloon deflated fully in 30 seconds. The deflation time was verified using digital timer. The balloon was inflated to its rated burst pressure and deflated on three more occasions with no leaks noted in the device. The times were measured at 32, 35, 30 seconds. The inflation device was verified at 12 atmospheres before and after use with a calibrated pressure gauge. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the markerbands that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No issues were identified during the product analysis.